Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the devices were being very hard to retract. Pulling back on the black knobs was difficult. There were no issues with staple line formation. There was also no harm to patients. Suspected that this was only with the reinforced reloads. Product was not saved and discarded.